Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped and displayed an "overspeed 1 error" message twice. The perfusionist elected to stop using this pump for suction and moved the tubing over to the other sucker pump (two tubes in a single pump). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This medwatch report is related to 1828100-2012-01595. Investigation is in process, but not yet complete.